Event description:
It was reported that the patient experienced severe pain in her left lower extremity following an scs system implant that required admission to a hospital for observation. Surgical intervention occurred in which the system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.